Manufacturer narrative:
The unit was incorrectly reported as having brake issues with brake engagement. Upon completion of a device evaluation no brake force engagement issues existed.

Event description:
It was reported via repair work order that the brakes will not stay engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes will not stay engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.